Event description:
It was reported that a patient using the ilet experienced hyperglycemia while sick, with glucose reportedly exceeding 400 mg/dl, changed infusion sites multiple times, temporarily disconnected from the ilet to deliver subcutaneous insulin by pen for meal and correction doses, then reconnected with a subsequent glucose of 178 mg/dl; no device problem or specific component issue was identified. Symptoms included hyperglycemia and irritability. Outcomes included serious illness/impairment and an unexpected medical intervention requiring medication. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and characterized the event as an adverse event without an identified device or use problem, with no specific component implicated. It was concluded that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.